Event description:
It was reported via medwatch 5150876 that removal difficulty occurred resulting in compromised flow. The patient was brought to the catheterization laboratory (cath lab) due to a st-segment elevation myocardial infarction (stemi). The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter failed to capture images, and became difficult to remove, resulting in compromised flow within the patients left anterior descending and circumflex arteries.